Event description:
False positive result(s) I wouldn't recommend the flowflex brand. Gave me two false positives and almost ruined my christmas - luckily my pcr test (taken the same day) result (negative) came in last night (christmas eve.) At 9 pm.